Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-14744. It was reported that the right ventricular lead exhibited high capture threshold. The physician decided to explant and replace the lead. During the procedure, the right atrial lead dislodged. The right atrial lead was also explanted and replaced. The patient was in stable condition.